Manufacturer narrative:
Product event summary: the data files and mks valve from 106a3 cryoconsole with serial number (B)(4) were returned and analyzed. The data files showed at least four injections were performed with a non-returned balloon catheter on the date of the event with along with least one injection performed with a different non-returned balloon catheter on the date of the event. The data files confirmed system notice #50011 (refrigerant path is obstructed) upon the first injection on the date of event. The mks valve was then analyzed. Visual inspection showed that the product was intact with no apparent issues. When assembled to the console following a warmup time of 30 minutes, the performance test was completed without any system notice triggered. During a cooling performance test, the console failed and could not reach the required pressure in a controlled way. In conclusion, the console failed the returned product inspection due to the cooling test failure and possible leak, however, if the malfunction were to re-occur, it is not likely to cause or contribute to a death or serious injury. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, a system notice was received indicating that the refrigerant delivery path was obstructed. The console was rebooted, the coaxial umbilical cable, electrical umbilical cable, and "the catheter" were replaced without resolution. The coaxial umbilical cable port and coaxial cap were checked with no issues. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event. A service visit took place at a later date and the mks valve and low pressure regulator (lpr) were replaced to resolve the issues.